Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a free flow event involving propofol. The event reportedly occurred when the clinician loaded the tubing into the pump but did not program the pump yet. The clinician turned around one and a half to two minutes later and saw propofol pouring onto the floor. However, no further information was provided. This was reported to bd associate during their site visit. There was patient involvement but unknown if there was harm.